Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report. Additional comments regarding this report: based on the information provided that this device was used with a pentax endoscope. The mbl-6-f is designed to work with fujinon endoscopes, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl) procedure for esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that after the deployment of the 4th band, the user detected the device stuck, the trigger cord is very tightened and cannot be advanced or retracted [difficult or unable to deploy bands - subject of report]. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The first photo shows the label, and the lot number matches that in the report. The second photo shows the device in the tray, and the trigger cord can be seen wrapped around the handle, as well as the loading catheter and irrigation adapter. The third photo shows the box and the label, and the lot number matches that in the report. The fourth photo shows the endoscope in the retroflexed position with the device being used, the handle is wrapped around the trigger cord for deployment. The amber band and last black band remain on the barrel, the amber band has moved along the barrel as if attempting to be deployed, and the trigger cord appears to be stuck between the two bands. Our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device, the barrel was no longer attached to the trigger cord. Two loose bands returned on the bottom of the irrigation adapter. The trigger cord returned wrapped around the handle from deployment. A visual examination of the device was performed. The trigger cord was examined, and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, the laboratory evaluation of the returned device could not confirm the report, the barrel was no longer attached to the trigger cord. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information received indicates that this device was used with a pentax endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that this device was used with a pentax endoscope. The mbl-6-f is designed to work with fujinon endoscopes, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.